Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer stated that the same issue occurred in april of this year, and that the blender was replaced, and the problem with low inlet pressure was resolved. Given that the blender was replaced in april and the unit was still acting up in september. The blender is being replaced as part of the warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator is showing a low inlet pressure. Furthermore, there was no patient associated with the reported event.